Event description:
A customer's spouse reported than an ambulance had been called out for his spouse who had suffered a hypoglycemic event. She had been injecting insulin during the day based on the readings she obtained on her precision xtra meter. Paramedics were called, and they gave her glucose and performed a test on their meter which read 8.2 mmol/l. The customer's precision xtra meter was not calibrated to the strip lot in use at the time of the event. The customer has been educated on the importance of calibration.